Event description:
Patient reported right side pain, muscle weakness, intestinal issues, and kidney stones. Patient reported a rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.